Event description:
Pt with history of severe aortic stenosis and single-vessel coronary artery disease had tavr and pci of the lad. During the procedure, the guidewire got stuck in the stent and a portion of it was retained in the pt; 5 days later, CABG was performed and attempt was made to remove retained portions of wire but was unsuccessful. At the time of this report, the pt remains in ICU in stable condition.